Event description:
The user facility reported a 78-year-old female patient was being implanted with an impella cp device for mechanical circulatory support. After the procedure was completed, it was noted that the patent had multiple access site bleeds. Forward sutures and angle matched were used to resolve the oozing, however it was noted that the sites were still oozing. Therefore, the impella was explanted. Additional sutures were deployed and the access site was cleaned without any reported issues.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.